Event description:
The patient reported the entire lead came out of their body. They met with their primary care physician and there were no signs of infection. Several attempts were made to contact the patient however, they have been unsuccessful.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location was ruled out as a potential cause. The questionnaire was completed with limited information as the clinical representative was not present at the implant procedure. However, the patient has an above the knee amputation and they are currently getting methadone treatments. Additionally, they have a history of mrsa. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the erosion is unknown. However, the patient is a poor candidate due to health, weight, age, or mental capacity as they have a history of mrsa (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.